Event description:
It was reported that during a pinpoint procedure, when the pinpoint system was taken off standby, the light source was turned on and the laparoscope was white-balanced (i.e. All working normally). At that point there were 2 "beeps" from what seemed to be the recorder or vpi. The dye (icg) was administered and the image on the screen worked fine. After a few seconds the screen went black and there was then a "pop noise" that sounded like a fuse shorting. The circulator nurse unplugged the tower and opened up the back and smelled smoke (described it as an electric fuse smell).